Manufacturer narrative:
During inspection and testing, the clogged substance was not visible and was not coming out. Service was not able to confirm whether the clogged substance was foreign material, and the clogged substance was not able to be removed. The customer confirmed they were able to reprocess the subject device correctly. The customer confirmed they followed the correct reprocess method. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the foreign material adhered to the forceps elevator and the clogged nozzle were not able to be determined, as the foreign material could not be identified and the user reportedly reprocessed the device correctly. The device's instruction manual provides the following warning, which may help to prevent the issue: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ the reported issue (leakage) was confirmed. It was observed there was leakage due to pinching on the bending section cover and a dent on the connecting tube. It was also confirmed the bending angle in all directions was out of specification due to wear of the angulation wire and the connecting tube was wrinkled. The issue (insufficient light from the light guide lens) was not confirmed or duplicated. In addition, service found the adhesive on the bending section cover was detached, the bending tube was dented, the connecting tube was scratched, the grip was scratched, and the suction cylinder was shaved. Switch button #2 and switch button #3 were worn. The protector on the control section side of the universal cord was shaved. The coating on the universal cord was peeled. The protector of the universal cord on the scope connector side, the scope connector, and the scope connector cover unit, were scratched. The up/down angulation knob, and the right/left angulation knob were dirty. The light guide cover glass was deformed. There was play in the up/down angulation knob, and the right/left angulation knob, due to wear of the angulation wire. The biopsy forceps got caught during insertion due to a dent on the forceps channel. The up/down angulation knob could not be locked securely due to deformation of the lock engagement lever. The channel cleaning brush got caught due to a dent on the forceps channel. The water removal ability was out of specification due to the clogged nozzle, the plastic distal end cover was dirty, the light guide bundle was broken, and the light guide lens was scratched. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a leakage from the subject device. An olympus field service engineer (fse) visited the customer site and inspected the device. It was observed the bending angle was reduced, there was insufficient light from the light guide lens, the connecting tube was wrinkled, and there was a leakage from the bending section cover. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator and the nozzle was clogged. This report is being submitted for the malfunctions found during evaluation of the device (foreign material and clogged nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Updated fields: b3, b5, e1, e2, e3, and g2.

Event description:
Additional information was received from the user facility regarding the reported event: the reported issue (leakage) was observed while reprocessing the subject device and no patient or procedure was involved.